Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 0.7893 mg/day pre-op and decreased to 0.2403 mg/day via an implanted pump for non-malignant pain. The patient reported holes in his spinal incision where fluid was leaking. It was noted this happened since or soon after implant surgery. Leaking was observed and confirmed by the hcp. There were no known factors that may have led or contributed to the issue and the patient was not diabetic. There was no troubleshooting performed until the surgery on (B)(6) 2021. It was further reported upon opening the spinal incision intra-op, the catheter was observed to be cut. The doctor rejoined/reconnected the catheter then aspirated the catheter and performed a dye study to confirm patency and check for leaks. No leaks were observed. Cultures were taken from the incision. Preservative free normal saline was used to flush the catheter. The catheter access port (cap) and catheter were primed post-op, and the patient¿s dose was decreased per the doctor¿s request. The patient was to follow-up with the doctor on (B)(6) 2021. The spinal incision leak appeared to be resolved through surgical intervention. The culture results were pending. The patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.